Event description:
Prior to an MRI, the pump was stopped. After the MRI the patient had a pump refill and the infusion mode was started again. Since that time, the patient had a return of underlying symptoms despite getting two therapeutic boluses. The pump reservoir volume was checked. The expected reservoir volume was 16.7 mls; the actual volume was 17.6 mls. There were no pump alarms. The patient was at the clinic at the time of the call and the intrathecal drug prescription had been checked. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report wil be sent if additional information becomes available.